Event description:
It was reported that the water did not got cold in arctic sun device. As per follow up information received on (B)(6) 2023. It was resolved on the customer¿s site. A symptom of cold water not mixing was confirmed and was resolved after replacing the mixing pump assy. The repair was completed by replacing the mixing pump assy. It is not related to patients because the problem was identified during testing before patient use.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that t1 was not able to cool during testing. The mixing pump was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.